Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device was returned for analysis. Telemetry, impedance, sensing, pacing, high voltage output functions and longevity assessment were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. Patient condition was stable.